Manufacturer narrative:
The device evaluation found the video cable is broken and therefore stripes occur in the image. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broken video cable and stripes in the image. There was no patient involvement.